Manufacturer narrative:
No patient impact, investigation pending. Site preparation and heelstick technique may have caused result discrepancy between the statstrip meter and lab reference analyzer. Returned and retained test strips, from the same batch, will be evaluated once the returned product received by the manufacturer. The statstrip glucose hospital meter (p/n 54794 s/n (B)(4)) will not be returned for investigation as it has passed additional quality control testing at the facility, the investigation will instead be focused on the statstrip glucose test strips (p/n 42214 lot 0317191309).

Event description:
Discrepant patient results on a nova statstrip glucose hospital meter for heelstick samples from a healthy newborn in the nursery